Event description:
It was reported to boston scientific corporation on september 16, 2008, that a polaris loop ureteral stent was used during an unknown procedure twelve days prior. According to the complainant, during the procedure, the device had a kink on one end and the surgeon was not able to use it. The procedure was completed with another polaris loop ureteral stent. There is no further information available regarding the patient or the procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed, therefore, a failure analysis could not be completed. This evaluation, as well as a review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information, a supplemental manufacturer's report will be filed.